Event description:
Had essure placed (B)(6) 2008; hsg (B)(6) 2008. Confirmed occlusion, pregnant (B)(6) 2009, delivered healthy baby (B)(6) 2009. Fast forward to (B)(6) 2018 found out right coil has migrated and is now in the loops of my small bowel.